Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right side deflation. And later confirmed, by a healthcare professional. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure: creases, wear abrasion and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side deflation. And later confirmed, by a healthcare professional. Device has been explanted and replaced.